Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the needle used for sensor insertion was blunt. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's mother indicated that during insertion the patient experienced pain and alleged that the needle appeared to be blunt unlike other sensors. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
Sr (B)(4).

Event description:
Applicator was provided for evaluation. Product was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The root cause could not be determined.